Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated they removed the bubbles from dual resolution dilutors (drds) by tightening the tubings. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse verified that the drds are clear of bubbles. The cse verified the proper functioning of the instrument, sample and reagent probe positions, fluidics functions, water and substrate volumes, and clot prime. The cse also verified that all tubings are secured without any bubbles in line and verified the sample and reagent probe dispense angles. The cause of the discordant, falsely elevated cea results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated carcinoembryonic antigen (cea) result was obtained on one patient sample on an immulite 2000 xpi instrument. It is unknown if the discordant result was reported to the physician(s). The sample was run in an alternate laboratory on an unknown platform, resulting lower. The sample was repeated by the customer on the same instrument (s/n: (B)(4)) three times and the first repeat was higher, while the other two repeats were lower. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to discordant, falsely elevated cea results.